Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿the product didn't detach from the catheter. It stuck to the delivery system. "As per complaint form": when the stent was released, the delivery system was blocked, stuck between the stent and the scope. The stent was therefore removed through the scope operative channel¿ the following additional information was provided: ¿was the stent partially deployed in the patient? The stent was completely deployed but we could not release it. Was there any damage noted to the device? Did the operator hear any noise or snap in the handle? The device was perfect. No noise was heard by the operators. Did the patient require any additional procedures? We had to deploy a new stent. Were there kinks noted on the catheter? No. Was the lock wire fully removed? Yes, it was removed properly, as suggested. Was the trigger pulled right to the end of deployment so that the retrieval loop was out? Yes. Did the stent remain in the patient or was it removed? It was removed, since it was stuck to the delivery system. If removed how was the stent removed, was it pulled out with the delivery system while exposed or was it retracted back into the sheath? Pulled out with the delivery system.¿ images of the stent still attached to the delivery system were provided for review. These were reviewed by engineering, the stent suture appears to possibly be caught on lumen but cannot be sure until device is returned and evaluated. The device involved in the complaint has been returned to cook ireland for evaluation. The evaluation is currently in progress. A follow up report will be submitted with the evaluation and the investigation findings. As evaluation is in progress, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-pc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records for lot number involved in the complaint revealed no discrepancies that could have contributed to this complaint. There is no evidence to suggest that this issue effects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not experience any adverse effects due to this occurrence. A new stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. The product didn't detach from the catheter. It stuck to the delivery system. "As per complaint form": when the stent was released, the delivery system was blocked, stuck between the stent and the scope. The stent was therefore removed through the scope operative channel.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). 1 x evo-pc-10-11-4-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was returned separate to the device. The stent was deployed on return but was still attached to the deployment system. The stent suture had snagged on the proximal end of the yellow marker band. Yellow marker was damaged. Cirl engineer commented that the force of pulling the stent out of the patient most likely caused the damage to the yellow marker. The yellow marker was also observed to be tapered. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the elevator or torturous path could have caused the yellow marker to separate from black filler tubing and the suture got caught on the yellow marker. Complaint is confirmed as the failure was verified in the laboratory, the stent suture snagged in the yellow marker. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. A new stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR submitted due o device return and evaluation. Report submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. The product didn't detach from the catheter. It stuck to the delivery system. "As per complaint form": when the stent was released, the delivery system was blocked, stuck between the stent and the scope. The stent was therefore removed through the scope operative channel.